Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that patient faced two infusion set steel cannula is found bent upon removal from infusion site event on (B)(6) 2025. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-14232. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009743, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009743 was manufactured according to the work instruction (wi) version 98 and packaging in the multivac m14 on 26-oct-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: gluing of tubing of the lot 4k02885 was manufactured according to the wi version 37 and manufactured in the line 37, on 21-oct-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4k02886 was manufactured according to the wi version 37 and manufactured in the line 37, on 22-oct-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4k02887 was manufactured according to the wi version 37 and manufactured in the line 37, on 22-oct-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4k02892 was manufactured according to the wi version 37 and manufactured in the line 37, on 26-oct-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4k02891 was manufactured according to the wi version 37 and manufactured in the line 37, on 21-oct-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.